Event description:
The subject device was used during a laparoscopic cholecystectomy. After about 2 hours use, probe damage error message was displayed. After that the probe was broken when the scrub nurse cleaned the probe with gauze. The probe tip fell off outside the patient. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 10mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the probe received a load outside the patient.